Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported they followed up with the physician who stated the patient didn't have fractured leads. The patient was having positional changes. There had not been any interventions. The physician stated he would speak with the patient at his next appointment to see if he would like reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a change in therapy. The leads have migrated and were bent. It was getting impossible for the health care provider (hcp) and tech to program the patient's device. The hcp told the patient the solution is to surgically moved the leads and anchors down the vertebrae but due to back surgery it gave the hcp complications for proper placement. The patient's future therapy and treatment will require and MRI. The device "jiggles his internal organs" and "vibrate" inside of him. The patient can deal with that because it covers the area to be blocked. The company representative (rep) programmed as low as possible on the lead and cannot go lower. The rep reprogrammed the patient's device in (B)(6) 2015. The signal directed upper lumbar down to the toe, and centralized itself on the tailbone; that needs to be strong in that area and anytime stimulation goes in the strong area the signal "shoots high in the last rib.&#55305;" it was noted that the patient wanted to know when the new MRI paddle lead will be coming out. A rep was going to follow up with the patient's doctor. Additional information has been requested to find out if any intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.